Manufacturer narrative:
The insulin pump received with missing motor support disk and scratched lcd window. Unable to perform no delivery alarm test due to missing motor support disk. No unexpected motor buzzing noted during testing.

Event description:
It was reported that the insulin pump detected an occlusion that prevents the flow of insulin. It was stated that the drive support cap was outside of the device. It was mentioned that the insulin pump alarmed during manual prime/fill, and the motor was still buzzing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.